Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was not returned for analysis. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery (lad). A 3.00x24mm promus element stent was selected for use and advanced to treat the lesion; however, the stent failed to cross the lesion. The physician attempted to remove the stent from the patient. During withdrawal, the stent was dislodged. The physician then deployed the dislodged stent in a vessel of the arm. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery (lad). A 3.00x24mm promus element stent was selected for use and advanced to treat the lesion; however, the stent failed to cross the lesion. The physician attempted to remove the stent from the patient. During withdrawal, the stent was dislodged. The physician then deployed the dislodged stent in a vessel of the arm. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.